Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had hole in the cuff and the other device had hole in the pilot line. There was no allegation of patient death or serious injury.